Manufacturer narrative:
The event occurred at (B)(6). (B)(4). Approximate age of device ¿ 1 year and 4 months. Device evaluation: the evaluation of the pump confirmed the presence of thrombus. Ring-like thrombus formations were observed surrounding the inlet bearing cup and inlet bearing ball, partially obstructing blood flow. The similarity in structure of these thrombi indicates that they likely formed as one thrombus around the inlet bearing and was pulled apart during disassembly. The laminated structure of this thrombus and the observed areas of denaturation indicate that it likely formed over an indeterminate duration while the device was supporting the patient. Although a direct cause for the development of the thrombus and a duration for which it was present within the pump could not be conclusively determined, it could have contributed to a flow or functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the investigation of the returned device, a thrombus formation was observed around the inlet bearing.